Event description:
There was sudden loss of hearing with the device. A trauma is suspected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. In addition, two channels have been left out of cochlea at the time of implantation, which likely contributed to the lack of benefit. A CT scan indicates a folding over of the array which could not be confirmed yet. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition two channels have been left out of cochlea at the time of implantation, which likely contributed to the lack of benefit. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There was sudden loss of hearing with the device. An incident of trauma is suspected. The device has been explanted and has been received to hq. Despite repeated requests, no information has been received about the date of explantation. An assumed date of explantation has been set on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was sudden loss of hearing with the device. A trauma is suspected.